Event description:
A customer contacted beckman coulter inc. (Bec) reporting a mc (modular chemistry) obstruction detection transducer failure and unrecoverable mc obstruction in the unicel dxc 800 pro synchron clinical system. Per customer, there were also liquid on top of the instrument modular covers and the sample carousel cover. The customer was unable to determine source of the leak or the type of liquid but stated it was clear liquid, possibly water or wash solution. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) advised customer to have proper protective equipment (ppe) on and use instrument command to shutdown system. A service request was generated and field service engineer (fse) went on-site (B)(6) 2011 and found modular chemistry (mc) sample probe plugged. Fse replaced the probe and mc transducer and the issue was resolved. Calibration was performed and repair was verified per established procedures and results met published performance specifications. The bec internal dentifer for this event is (B)(4).